Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin and she developed an infection in the area. On (B)(6) 2023, the patient consulted a doctor and had an x-ray which showed no evidence that a foreign object was retained under the skin. The doctor prescribed an oral medication (keflex 800 mg, one tablet in the morning and at night for 10-14 days) for the infection. At the time of the follow up report, the patient stated four days after taking the oral antibiotic medication, the wire made its way to the surface of the skin. The patient successfully removed the retained sensor wire from the skin using tweezers. As per patient, the infection had already healed, and she was doing well. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).